Manufacturer narrative:
The pod was received with the cannula assembly fully deployed. No evidence of any damage or manufacturing deficiencies were observed. Inspection of the patient history buffer (phb) data found invalid estimated glucose values (egvs) which indicate the pod scanned for but didn't find a sensor confirming the alleged communication errors between the pod and sensor. The cause of the communication errors could not be determined. Blood was observed on the adhesive pad. Inspection of the formed needle found no damages or defects that would contribute to bleeding. The cause of the bleeding could not be determined. The exposed portion of the soft cannula was observed to be torn, and fluid was found to leak from the tear. No damages or defects were observed with the pod that would contribute to the cannula tearing. The torn cannula did not contribute to the reported events. The observed external cannula tear is related to action # 9056196-05/20/2026-002-c. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level rose to 250 mg/dl. It was reported the pod and sensor had connection issues. Blood was noted at the pod site (leg), and the site was red and swollen. Analysis of the returned device confirmed a tear in the exposed portion of the cannula resulted in fluid leaking from the fluid path. The device was originally reported for pod & cgm communication error - during operation and pod infusion site - bleeding/bruising.